Event description:
(B)(4) the supplier notified of problem with dual tubing on high flow nasal cannulas (nc). Upon further inspection, one lumen of the tubing was found to be broken. Pulled all of the lot of these nasal cannulas. Lot # 031717t60 (size neonate) and lot # 033017t62 ( size infant) which were affected and currently waiting on response from the manufacturer who collected the defective cannulas and is running test on them. No patient harm.